Event description:
User received false negative rubella igm result on an external control sample as well as patient samples. The following information was provided: the external control sample, gave initial result of negative. Same sample repeated using 2 different methods gave positive results with both methods. If additional information is received, appropriate notification will be provided.

Event description:
User received false negative rubella igm result on an external control sample as well as patient samples. The following information was provided: initial result negative, same sample repeated using 2 different methods gave results of positive using one method and negative using the other. If additional information is received, appropriate notification will be provided.